Manufacturer narrative:
Taper unknown. The reporter of the event was asked to return the product for analysis, and to indicate product serial number. To date, neither the device nor any further device information has been received by apollo. Without device or device serial, the taper type is unknown. If returned, visual examination may determine the connecter type associated with this event. Device labeling addresses the reported event as follows: precautions: it is the responsibility of the surgeon to advise the patient of the known risks and complications associated with the surgical procedure and implant. Care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. When adjusting band volume, take care to ensure the radiographic screen is perpendicular to the needle shaft (the needle will appear as a dot on the screen). This will facilitate adjustment of needle position as needed while moving through the tissue to the port. Failure to enter the port with the needle perpendicular to the port may cause damage to the access port and result in leaks. When adjusting band volume after the septum is punctured, do not tilt or rock the needle, as this may cause fluid leakage or damage to the septum. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system complained loss of restriction. Leak was diagnosed via three times volume deficits. The device was removed and replaced.

Manufacturer narrative:
Rapidpprt ez with strain relief. Supplement #1: medwatch sent to FDA on 07/26/2018. Device summary evaluation: a visual examination was performed on the returned lap-band with rapid port ez. A non-penetrating nick/mark was noted on the band shell near the band belt. Needle marks were noted on the port septum. Scratches were noted on the port housing near the port septum. Yellow particles were noted on the port housing. A port leak test was performed, and no leakage was noted. An air leak test was performed, and no leakage was noted. A fill inspection test was performed, and no blockage was noted when colored di water was passed through the port septum and tubing. Under microscopic analysis, three non-penetrating nicks/marks were noted on the outer surface of the band shell near the belt. The end of the band tubing, separated approximately 13.6 inches past the band collar, was noted to have striated edges, consistent with damage from a surgical end cut to remove the device. The end of the band tubing, separated approximately 5.9 inches past the ss connector, was noted to have striated edges, consistent with damage from a surgical end cut to remove the device. Needle marks were noted on the port septum. Non-penetrating nicks/marks were noted on the port housing and the port base.